Event description:
It was reported that the sensor is causing pressure ulcers.

Manufacturer narrative:
Multiple attempts to have the product returned were made as well as multiple attempts to obtain additional information pertaining to this event have been made. The customer indicated that there is no patient information or data available. The customer was able to provide a sensor from the same lot for evaluation. The evaluation of the returned product is currently in process.